Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 04jan2013 to the present date (B)(6) 2021 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the device has a cracked/chipped front and rear case. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has a cracked/chipped front and rear case. No additional information was provided. There was no patient involvement